Event description:
It was reported that the customer was taken to the emergency room for high blood glucose levels and ketones. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed the functional tests, including the seat/rewind, occlusion, and prime tests.